Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, and lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Healthcare professional reported deflation, "pain," and "lymphadenopathy." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, delamination of plug strap and opening on posterior. Leak test and microscopic analysis was performed which identified: opening sharp, delamination (<75% partial separation). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A delamination partial of the plug strap disk shell (adhesive failure).